Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The coil was found detached outside the introducer sheath. The introducer sheath was inspected and no damage noted. The delivery wire was inspected and was found kinked. The coil was inspected and was found stretched, kinked, broken in the interlocking arm section and with blood. The piece of the coil with the interlocking arm was not returned. The zap tip shape and surface of the coil and the delivery wire had no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was not inspected due to the coil broken. The delivery wire and coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device." (B)(64.

Event description:
Reportable based on device analysis completed on 24-mar-2017. It was reported that the coil detached inside the catheter. The target lesion was located in the moderately tortuous right internal iliac artery. A 8mm x 40cm interlock¿-35 was selected for use. During the procedure, the device was inserted through a non bsc catheter. However, the coil detached inside the catheter. The device was removed together with the catheter as a whole. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the coil was broken in the interlocking arm section.